Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine ¿concentration is 50 something¿ (unknown dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2016. It was reported the patient was hurting. The patient was not completely comfortable but was able to crawl out of bed. The patient got to where she was working out and physical 8-12 hours a day because when she moves she does not hurt as much but she has to have enough pain relief so she can move. The patient had gotten to the point where she could not crawl out of bed again. The patient was like that for 10 years before she got the pumps. Her muscle tone got like that again, muscle tone started going; everything starts to go. The patient had some catheter issues in the past and when her pump was replaced the catheter was not replaced so it was now 11 years old. When the pump was replaced she understood the line would be replaced. The patient tried to explain to her doctor or doctors, there was something wrong, not knowing if it was her pump or catheter. When the patient started having problems with the catheter and after surgery she asked the physician they changed the concentration when she had problems. The medication was turned down. Now the medication flow was more than doubled since (B)(6) 2016. The patient stated they had some issues then stated she never had any issues ever with her pumps, or the medication. The patient had surgery in (B)(6). The physician repositioned the catheter line. No further complications were reported.